Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The stent was returned separately and was completely deployed. Visual inspection of the stent revealed no damage or anomaly. Functional testing was performed with a new microcatheter and the stent was able to be completely recaptured; therefore, the alleged complaint could not be confirmed.

Event description:
It was reported that during stent deployment around a curve in the left middle cerebral artery, the stent could not be completely resheathed. The microcatheter and stent were removed together as a system. There was no reported patient injury or additional intervention. The patient's current condition is reported to be "normal."